Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction of no signal output was confirmed. Based on the results of the investigation, it was presumed that no signal output was due to failure of the circuit board. The root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center exhibited no signal output from host, some part fell into the patient body. Follow-up information noted that no device fell into the patient's body and no retrieval of any device occurred. The issue was found at preparation for use before a bronchial aspiration procedure. The facility finished the intended procedure with a replacement device. The patient was not under anesthesia. There were no reports of patient harm or impact associated with this event.